Event description:
The pt was treated with a muscle stimulator for mild low back pain. The stimulation settings were as follows: pulse rate - continuously variable - set on a low setting. The surge was set on pulse. The surge recip rate was set on slow (this control is not active in the pulse mode). The ems was set to be strong but comfortable. The treatment time was 5 minutes. The dr set the timer outside the office (he keeps an external timer outside the treatment room) when he re-entered the office the pt was dead.